Manufacturer narrative:
The meter was returned for investigation. The device could not be turned on. Visual examinations were performed. The battery contacts and the circuit board are contaminated by a liquid (leaked battery), which has penetrated/corroded the solder contacts. The issue was determined to be caused by a handling error. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the meter displayed three lines on the screen. Display check verified the display is faded and they saw 777 instead of 888 in the results field. This indicates segments are missing in the results field. There was no allegation of a misinterpretation of results.